Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. The outer catheter was noted to be bunched just distal to the y-hub. The core wire was protruding from the proximal end of the knob assembly for approximately 15.4cm, due to the user not properly disconnecting the crosser from the transducer. The outer catheter at the distal end of the device had a wavy appearance, due to the core wire retraction. The distal metal tip was examined under microscopic magnification and no anomalies were noted. No stretching to the outer catheter was noticed. Functional/performance evaluation: functional testing could not be completed due to the condition in which the device was returned (i.e. Core wire protruding from the knob assembly and outer catheter bunching). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive for the reported event, as functional testing could not be performed due to poor sample condition (i.e. Core wire protruding from the knob assembly). The definitive root cause could not be determined based upon the available information. It is unknown if the manner in which the device was removed from the packaging contributed to the reported failure. Labeling review: specific warnings, precautions and directions for use of the crosser catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that while threading the recanalization catheter onto the guidewire, a break at the tip of the recanalization catheter was allegedly found, rendering the device unusable. Reportedly, another recanalization catheter was used to complete to the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if the manner in which the device was removed from the packaging contributed to the reported failure. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. For the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.